Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed, the error b30 coming on monitor screen of the scope due to loose connection of the scope socket. Additional findings are as follows: (a.) An error (e204) code displayed on the monitor screen due to a faulty scope socket, (b.) Light intensity found low due to foggy white light lens, (c.)the cable assembly wire was found to be corroded, (d.) The water container holder has poor a appearance, (e.) There was dust found inside the unit, (f.) The paint peeled off from top cover, (g.) There was a dent on rear foot, (h.) And there was a dent on the external tank socket. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii xenon light source, is not working. The field service engineer found a b30 error, when connecting. There is no report of patient harm or injury associated with the event. The subject device was subsequently evaluated by olympus, and confirmed the device has a error code b30 display. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code was due to a faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.